Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller exchange being performed following atypical low voltage/power cable disconnect alarms was confirmed via the log file. The log file captured a few atypical low voltage advisory and power cable disconnect alarms from 25apr2026 ¿ 26apr2026. These alarms appeared to have been caused by the voltage within either power cable briefly fluctuating below the alarm thresholds, and these alarms resolved within a few seconds when power was restored to the system. The controller was observed to have been exchanged at the end of the data on 26apr2026, and no other notable events were observed. The pump operated as intended throughout the data. The system controller (serial number (B)(6) was not returned for analysis, and available information for this event indicates that the controller remains in use. Questions regarding the event were asked multiple times and no responses were received. The root cause of the observed voltage changes within the log file, causing low voltage advisory and power cable disconnect alarms to occur, was unable to be conclusively determined through this analysis. The heartmate 3 patient handbook instructs users on how to appropriately respond to all alarms on the system controller. Users are instructed to connect their controller to a working power source in the event of a low voltage advisory/power cable disconnect alarm. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Users are also warned to not perform a controller exchange without the aid of a trained, competent caregiver. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller, including low voltage and power cable disconnect alarms. Users are instructed to connect to a working power source to resolve low voltage and power cable disconnect alarms. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was battery disconnect and the patient changed their system controller. The patient was in clinic and log files were pulled from the system controller, which was no longer attached to the patient due them changing it on (B)(6) 2026. Log files captured low power advisories prior to the system controller swap. The low power events appeared to have been due to a weak connection between the batteries and clips. There were no unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended.